Manufacturer narrative:
Investigation: twenty-two samples were received from the customer for investigation. The samples were visually examined using unaided vision. It was observed that all the samples had smeared print on the 30ml gradient number and some of the samples also had smeared print on the 50ml gradient number and lettering. Smeared print can potentially be caused by the following three (3) issues. 1. Potentially a worn pad and low pressure. 2. Swelling printer pad. 3. Outfeed chain or printer out of time due to jam a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no.: 309653. Batch no.: 9240105. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the scale markings were smudged. The following information was provided by the initial reporter: health professional reported finding several syringes (qty unk) with smudged scale markings that were unreadable and unusable, still in package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309653, batch no.: 9240105. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the scale markings were smudged. The following information was provided by the initial reporter: health professional reported finding several syringes (qty unk) with smudged scale markings that were unreadable and unusable, still in package.